Event description:
A caregiver reported a delivery delay with a replacement adc device. The replacement device was issued as it had been reported that the meter screen was white (blank). Due to delivery delay, on (B)(6) 2022, the customer experienced nausea and shakiness and was assisted by non-hcp with the insulin pump adjustments. . There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: d4 - unique identifier (UDI) #(B)(4) meter (B)(4)has been returned and investigated. A visual inspection was performed on the returned meter and no issues were observed. The meter powered on with button depression. Observed that the indicator light flashed before the meter turned on. The meter was de-cased and visual inspection was performed internally and no issues were observed. Keypad was peeled off and the meter was placed in the fs neo printed circuit board assembly (pcba) electrical test fixture. The fixture displayed unexpected characters indicating that the epd (electronic paper dispay) is faulty. Therefore, issue is confirmed to the epd driver. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery delay with a replacement adc device. The replacement device was issued as it had been reported that the meter screen was white (blank). Due to delivery delay, on 04 sep2022, the customer experienced nausea and shakiness and was assisted by non-hcp with the insulin pump adjustments. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported a delivery delay with a replacement adc device. The replacement device was issued as it had been reported that the meter screen was white (blank). Due to delivery delay, on (B)(6) 2022, the customer experienced nausea and shakiness and was assisted by non-hcp with the insulin pump adjustments. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.